Event description:
It was reported through clinic notes received on (B)(6)2012, that the patient was admitted to the hospital (B)(6) and for having 6 grand mal seizures on (B)(6) 2011. At that time the patient's medications were increased. The patient had not had any further seizures as of notes dates (B)(6) 2011 and (B)(6) 2011. Follow up was performed with the neurologist who indicated that he felt that the increase may have been related to the generator battery depletion. The patient's pre-vns baseline seizure rate was unknown, and there were no causal or contributory programming or medication changes which were suspected as a cause. The patient was referred for and underwent a prophylactic battery replacement on (B)(6) 2012. Diagnostics provided by the site indicated that the device was not at end of service. The generator will not be returned for product analysis as the hospital indicated that it was there policy to keep the devices.